Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the nozzle had foreign objects is cause not established and for adhesive around light guide and objective lens had a chip is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that nozzle had foreign objects, adhesive around light guide and objective lens had a chip was found. It was determined that the nozzle and adhesive needed to be replaced. There was no patient involvement.